Event description:
The customer reported the turned off unit is powering down/turned off/on to get it to turn on. There was no reported adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.